Manufacturer narrative:
As reported, post implant of bard mesh, patient had allergic reaction and underwent multiple surgeries to remove the mesh which were unsuccessful. Based on the information available and without having the sample to evaluate, no conclusions can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reaction. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (19-aug-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with an unspecified bard mesh and experienced allergic reaction post implant. It was reported that patient underwent multiple surgeries to remove the mesh but could not get the mesh out. It was also reported that patient planned for another surgery to remove tissue around the mesh.